Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display screen froze and the device would not shut down. The external battery was removed and the device run until the internal battery was depleted. The device was turned on and off a few time and it worked properly. Although requested, information regarding patient involvement was not provided.